Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip and second mitraclip was implanted. After deployment of the second clip, clip opened. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.